Manufacturer narrative:
The proximate cause of the bezel post recall was identified and was found to be recall affected. The bezel was replaced. The proximate cause of the u4 display replacement was the result of a dim segment due to an electrical failure. The proximate cause of the rear case replacement was the result of a broken upper well due to wear. The proximate cause of the pressure sensor replacement was the result of failed calibration due to an electrical failure. The proximate cause of the male and female iui replacement was the result of corroded due to maintenance issues.

Event description:
The device was reported to have multiple component issues.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported bezel post recall was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.